Event description:
During the surgery using the dynesys lis instruments and implants, and 1 bak vista cage at l5-s1, the case rep reported the surgeon having great difficulty getting the anti-torque t-handle to sit on the screw in the proper trajectory so that the set screw could be inserted. Eight set screws were reported stripped during the case and resulted in an additional 2.5 hours of surgery time. Severn (7) of the eight (8) set screws were successfully inserted into the 8 pedicle screws. No set screw was implanted into the right l4 pedicle screw; however, the set screws at l3, l5 and s1 were successfully inserted and torqued down into the pedicle screws.